Event description:
During a coronary stenting treatment procedure, difficulty removing the balloon was encountered. A 6f mach 1 vl3.5 was placed through the femoral artery. A wizdom wire crossed the moderately calcified mid lad lesion. A 2.75 x 16 mm quantum maverick balloon was used to predilate the lesion up to 18 atms for 25 and 15 seconds with a good result. A 3.0 x 16 mm express 2 stent was deployed in the mid lad at 16 atms for 20 seconds. After deflation there was resistance removing the deployment balloon. The balloon was taken to 20 atms for 5 seconds and after backing the guide catheter away from the ostium, the balloon was able to be withdrawn with some resistance. The mid portion of the stent appeared to be under deployed and was post dilated with a 3.5 quantum maverick balloon to atms for 15 seconds. A very good angiographic result was obtained, and there were no immediate complications. The pt was sent back to the ward.